Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: evaluation revealed that the audio bolus button cover was detached and not present. Contamination was present under audio bolus button contact. One battery compartment crack was found from the left of bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and contamination under the button. This report is made based on results of investigation completed on 09/08/2015.